Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless connector's internal valve was sticking down causing liquid to splatter when the syringe was disconnected in the cancer center infusion treatment area. There was no patient injury.